Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received shock therapy for atrial fibrillation (af). The rhythm was initially detected in the monitor only zone and accelerated to the vt zone where redection was met and no detection enhancements were available. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.